Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to device non-use. It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 12, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 13, 2024.